Event description:
Feeding tube placed by resident physician and follow up x-ray revealed tube through bronchus into pleural space. Feeding tube was removed and pt developed a tension pneumothorax, chest tube inserted and tension pneumothorax resolved. Pt status returned to pre-feeding tube state.